Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that while she was knowingly wearing a failed sensor, she had incurred a hypoglycemic event on (B)(6) 2013 around 7:30 pm. Patient was shopping at (B)(6) when she lost consciousness. Paramedics were called and patient's bg was measured at 850 mg/dl. Patient was transported to the hospital and was hospitalized for one week. Dexcom sought to obtain cgm¿s data from patient in order to investigate cgm readings around the time of the event but patient is unable to download and send her data at this time.